Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there was device issues regarding pressure error and pressure was not maintaining due to defective co2 gas regulator unit during set up / inspection for use involving an olympus high flow insufflation unit. There was no patient injury reported.